Event description:
Patient's right hand incurred a tear/cut from the fluoroscopy table side rail (metal track on the side of the fluoro table) during procedure. The part of table causing the incident was padded with blankets, but patient movement during procedure resulted in a tear/cut. With permission from the reporter, the following info was moved from another part of the report:the nurse involved stated this patient had paper thin skin and so was at higher risk. The staff in this (ercp) room routinely pad the siderail with bath blankets, as extra precaution for any patient(where an arm can fall between the side rail and the table). It is not necessarily a faulty design; but there exists the possibility of a patient's arm/skin coming in contact with metal in the process.